Event description:
Philips received a complaint on the mrx device is not showing charging light when plugged in. There was reportedly no patient involvement. The device has reached end of support therefore no technical investigation has been performed this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. End of life letter has been sent to the customer.